Event description:
It was reported by the patient that there was jerking in the abdomen while lying on their back and that the device was reprogrammed twice. Since that time the patient¿s heart has been beating hard and they have felt tired. The patient stated they were scheduled to have the leads replaced. Information from the clinic indicates the right atrial (ra) lead had become dislodged and also that the right ventricular (rv) lead was causing some pain for the patient. The ra lead was explanted and replaced, and the rv lead was reused. The patient has been doing well since the revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitatn products: 5086mri52 implantable pacing lead (B)(6) 2012; rvdr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).